Event description:
The international customer reported the ventilator alarmed low o2 supply. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Patient information was requested and the customer refused.